Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No visible damage was detected. A functional test was performed. It was not possible to put the pump in operation. During a syringe exchange again and again the error code "syringe change repeat" occurred. The device history files were read and analyzed. A lot of "drive test errors" were found in the device history files. The device was disassembled and the inside was investigated. A damage of the claw mechanic could be detected. The damage is due to an external force or fall damage. The complaint could not be confirmed. The claw mechanic was damaged by an external force or fall damage. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "drive arm faulty, not infusing syringe." Customer information: "drive arm faulty, intermittently returns home. Not infusing syringe."